Event description:
It was reported that this right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition. The lead was explanted and replaced. No additional adverse patient effects were reported.